Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown) at a concentration of 2000mcg/ml and a dosage of 2103mcg/day via an implantable infusion pump for multiple sclerosis and intractable spasticity. It was reported that there has been some volume discrepancy with the patient since (B)(6) 2025. The hcp inquired about acceptable volume amount. The hcp stated that they withdrew 10cc when they were expecting 4.3cc. The patient is reporting symptoms. Pump specifications were reviewed and it was recommended the hcp run diagnostic on the catheter.